Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4) bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Concerning the complaint of tubes under filling: this complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint; (B)(4).

Event description:
It was reported that bd vacutainer® c&amp;s preservative urine tube was used incorrectly and also under filled. No serious injury or medical intervention.

Manufacturer narrative:
Medical device manufacturer: corrected to bd's (B)(4) location.